Manufacturer narrative:
The cc sample syringe rod is due for replacement in 15 days. Customer technical service (cts) advised customer to replace the cc sample syringe. Clean cc sample syringe drive screw. This did not resolve the issue, and customer stated that cc sample syringe assembly is still leaking after replacing cc sample syringe rod. Field service engineer (fse) assisted the customer to replace cc sample syringe t-valve. Fse primed and checked for leaks and no leaks noted. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to report chemistry cartridge (cc) sample syringe vertical motion error on the unicel dxc 800 pro synchron chemistry analyzer. The customer fount leak from the bottom of the syringe barrel. No injury was reported.